Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, the patient was admitted to the hospital in cardiogenic shock. A balloon aortic valvuloplasty (bav) was performed resulting in severe aortic regurgitation. A valve(B)(6) was implanted and dislodged to the ascending aorta. A second valve (B)(6) was attempted however the delivery catheter system (dcs) could not pass the first valve. After a few attempts at passing the first valve, the valve was removed from the patient. A third system (B)(6) was deployed and passed the first valve. The valve was then implanted. Blood pressure did not rise after implant. Asystole occurred and the patient died.

Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-2329 (lot: 0012045197), product type: 0195-heart valves. Product ID: d-evolutfx-2329 (lot: 0012045197), product type: 0195-heart valves. Product ID: evolutfx-29 (serial: (B)(6), product type: 0195-heart valves. Product ID: l-evolutfx-2329 (lot: 0011984414), product type: 0195-heart valves. Product ID: d-evolutfx-2329 (0012063624); product type: 0195-heart valves. Product ID: evolutfx-29 (B)(6), product type: 0195-heart valves, implant date: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received indicating that the x-ray views were extreme and the cusp overlap view was not possible. Therefore, the near overlay view was used instead for the procedure. The deployment starting point was at the bottom of the pigtail catheter. Prior to dislodgement, the valve was positioned at a depth of 3-4 millimeter (mm). Following dislodgement, the valve dislodged to about 10mm above the annulus. It was reported that a non-medtronic (safari xs) guidewire was used at the beginning of the procedure. After the second system would not pass, the guidewire was exchanged for a non-medtronic (lunderquist double curve) guidewire, which was used with the third system. When asystole occurred, cardiopulmonary resuscitation (CPR) was performed. Per the physician, the patient¿s underlying medical history caused or contributed to the patient¿s death. It was reported that the patient was diagnosed with severe aortic stenosis two years prior to the procedure, but declined treatment. Once admitted to the hospital, the patient was in cardiogenic shock. The physician believed the pre-implant balloon aortic valvuloplasty (bav) might help, however, the pre-implant bav caused severe central aortic regurgitation and the physician subsequently decided to implant the valve. Per the physician, the valves can be excluded as a contributing cause to the patient¿s death.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.